Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampons fall apart during use. No serious injury was reported.

Manufacturer narrative:
25-jun-2021: no failure could be identified as a result of the investigation.

Event description:
Consumer reported via email that the tampons fall apart during use. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tried the tampons. They fall apart- vagina [foreign body in reproductive tract]. (Tampons) fall apart [device breakage]. Consumer reported via email that the tampons fall apart while using. No serious injury was reported.